Manufacturer narrative:
During failure analysis, the reported event of a bent duraguard foot was confirmed by the technician through visual evaluation. A bent duraguard can occur if excessive side load was applied to the feature. This is not a repairable device; therefore, it was not returned to the user facility following evaluation.

Event description:
It was reported that the foot of the maestro medium fixed duraguard was bent after use in a marketing lab. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.